Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A 12/14 cocr femoral head and a trilogy liner were returned. Visual evaluation of the head identified the following: there was debris in the taper. Scratches, nicks, and gouges, most probably from the removal process were present on the spherical surface. No other damage was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown stem; cat# 00630506240 liner standard 3.5 mm lot# 61067661; unknown cup. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03489.

Event description:
It was reported that a patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to pain. The patient was scheduled for a hip revision for metallosis altr. Patient had a 10 std mlt stem in which was solid. The head and liner were removed and the liner was damaged upon removal. Wound was debrieded and irrigated. A new liner and a biolox head was implanted replacing the cocr one. No additional information.